Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported insulin pump had a broken force sensor was detected during seating or regular delivery alarm. The customer was able to clear the alarm and able to rewind the insulin pump but not able to passed the displacement test. The customer¿s blood glucose was 280 mg/dl at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime, basic occlusion, force sensor and occlusion test. No unexpected a broken force sensor was detected during seating or regular delivery error alarm noted during testing.